Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. The service technician performed advanced fraction of inspired oxygen (fio2) testing, which revealed solenoid 1 is below required passing specifications reading 4.88 liters per minute when passing specifications is 5.79 to 6.01 liters per minute. The service technician replaced oxygen blender and unit passed all testing.

Event description:
The customer reported model lap top ventilator 1000 does not have the correct fraction of inspired oxygen (fio2) readings. Oxygen percentage is reading 10 percent lower than what is set. No further information was provided regarding patient involvement. No further information was provided regarding any allegations of patient injury or harm associated with reported malfunction.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.